Manufacturer narrative:
E1: initial reporter address: (B)(6). E1: initial reporter phone no. (B)(6). Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that five (5) exactamix 2000 ml eva (ethylene-vinyl acetate) tpn (total parenteral nutrition) bags leaked from unspecified location. These issues occurred while filling the bags using the compounder. There was no patient involvement. No additional information is available.

Manufacturer narrative:
Additional information: f10/h6: component codes (1), h4, h6, h11. H4: the lot was manufactured between december 3, 2022 - december 3, 2022. H11: a batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. The devices were not received for evaluation; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.